Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima ii¿ IV catheter with prn adapter the unit package was damaged where sterility of the product was compromised. The following information was provided by the initial reporter. The customer stated: "after the patient had received fluid infusion, the nurse took the needle and prepared to replace it with an indwelling needle. When she took it out, she found the packaging of the indwelling needle was damaged, she replaced it with another indwelling needle."

Event description:
It was reported when using the bd intima ii¿ IV catheter with prn adapter the unit package was damaged where sterility of the product was compromised. The following information was provided by the initial reporter. The customer stated: "after the patient had received fluid infusion, the nurse took the needle and prepared to replace it with an indwelling needle. When she took it out, she found the packaging of the indwelling needle was damaged, she replaced it with another indwelling needle."

Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 1020006. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.